Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd facslyric¿ acquired erroneous results on patient samples. The following information was provided by the initial reporter: "yesterday I did an inspection by the client and in fact (except on the clinical suite), we continue to notice fluctuations and discrepancies - which did not occur before - on the counts performed on assay ud. I have arranged to send a trucount controls kit to the operators, for a further safety check, but something does not convince me, in particular the area scaling factor of the open suite: analyzing fsc-a vs fsc -h on the cells, in fact, I noticed that after 100 fsc-h, the area ended up towards channel 160. I would not want this factor to be at the basis of the problem, or that in any case what observed is related to some other issue which is impacting the absolute counts. I await your feedback and let's hear from you, if needed " I suggest testing with trucount to see aborted events. Manuele ordered the trucount, he updates us as soon as they arrive. The problem occurs on all three instruments from the same client. There are fluctuations and discrepancies on the absolute counts performed on assay ud. 1. Are there erroneous results on patient samples for diagnostic test? (If yes, go to question #2, if no, no further questions required.) Yes. 2. Was there any delay of treatment due to the issue? (Go to question #3) no. 3. If patient samples were redrawn, was there any change or delay of treatment? (Go to question #4) no. 4. Was there any physical harm/injury to the patient due to the issue? (If yes, go to question #5. If no, no further questions required) no."

Manufacturer narrative:
H.6. Investigation summary: investigation summary: ¿ scope of issue: the scope of issue is only limited to facslyric 3l10c instrument, part # 659180, serial # (B)(6). ¿ problem statement: customer reported a complaint regarding the instrument producing erroneous results. ¿ manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 14 apr 2021 to date 14 apr 2022. ¿ complaint trend: there are 8 complaints related to the issue of erroneous results; pr# (B)(4) to date range from 14 apr 2021 to date 14 apr 2022. ¿ manufacturing device history record (DHR) review: DHR part #659180, serial # (B)(6), file # 659180-659180-r659180000407-106214753-19, was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the erroneous results was due to misaligned optics. The customer had initially reported that they were observing fluctuations and discrepancies on the absolute counts performed on assay ud. An fse (field service engineer) was sent onsite for the repair and they were able to confirm the issue. The fse optimized the optical alignment of the laser engines and performed cqc and pqc tests which passed. An update to the lw/lnw reference settings was not possible as it failed to calculate one or more sovs, and thus the fse created a new lw/lnw reference setting. After the repairs, the instrument was tested and confirmed to be functioning as expected by both the fse and the customer. No parts were requested for evaluation as there were no parts replaced. Although the unexpected results were from patient samples for clinical use, no patient was treated nor harmed from incorrect results. The results were captured prior to any diagnosis decision and was reported to bd as not expected. There was no delay in patient treatment due to any unexpected results. Proper daily and monthly cleaning procedures can be found under ¿maintenance¿ in the user guide; bd facslyric¿ clinical system instructions for use, #23-19938-02 rev. 1/vers. A. The safety risk of this hazard has been identified to be within the acceptable level. ¿ service max review: review of related work order #: 02420437, case # (B)(4). Install date: 19jun2019. Defective part number: n/a. Work order notes: o subject / reported: 659180 - facslyric 3l10c instrument - absolute count discrepancies. O problem description: there are fluctuations and discrepancies on the absolute counts performed on assay ud. O work performed: 10/05/2022: optimization of the optical alignment with home positioning of the laser engines has been carried out. Performed cqc and pqc. It was not possible to perform the task "update lw / lnw reference setting" because it failed on the bv605 (fcb lot. 1294786): "failed to calculate one or more sovs (opens new case and wo), it was necessary to create a new lw / lnw reference setting. Verified good operation: the instrument is performing within the specified specifications and is ready to run the routine without restrictions. Samples acquired with the customer and the absolute counts fall within the ranges dictated by the customer. A few days of use are waited for check the resolution of the problem.11/05/2022: o cause: optical misalignment. O solution: fc beads bv605 (lot. 1294786) fa parte del bd fc beads 5 color kit (cat. Number 661564 ) lot. 1348401 exp. Date 30/04/2023. ¿ returned sample evaluation: a return sample was not requested because no parts were replaced. ¿ risk analysis: risk management file part # 10000063058ra, rev. 07/vers. Aa, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes or no? O azure ID: (B)(4). O ID: libiv d-ra395 3.1.1 19. O reg status: ivd; ruo. O hazard: loss sample and time. O cause: laser out of alignment. Laser beam drifted from the sample stream. User noticed peaks widen. O harmful effects: incorrect result. O risk control: daily pqc will detect the laser out of alignment. Facsuite clinical software or the facsuite software shall allow the user to perform laser alignment, when %rcv acceptance criteria are not met. O req link (azure ID): (B)(4), fs11did-7127 autolaser alignment, 92216 fs11did-7131 autolaser alignment. O implementation verification: libivd-15-04p. O effectiveness verification: libivd-15-04f. O probability: 1. O severity: 3. O risk index: 3. O residual risk evaluation: a. O new hazards: none. Mitigation(s) sufficient: yes or no. ¿ root cause: based on the investigation results the root cause of the erroneous results was due to misaligned optics. ¿ conclusion: based on the investigation results the root cause of the erroneous results was due to misaligned optics. The fse confirmed the issue and performed an optical alignment of the laser engines. They then performed cqc and pqc tests and created a new lw/lnw reference setting. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to any incorrect results. The safety risk of this hazard has been identified to be within the acceptable level. ¿ supporting document: n/a.

Event description:
It was reported that bd facslyric¿ acquired erroneous results on patient samples. The following information was provided by the initial reporter: "yesterday I did an inspection by the client and in fact (except on the clinical suite), we continue to notice fluctuations and discrepancies - which did not occur before - on the counts performed on assay ud. I have arranged to send a trucount controls kit to the operators, for a further safety check, but something does not convince me, in particular the area scaling factor of the open suite: analyzing fsc-a vs fsc -h on the cells, in fact, I noticed that after 100 fsc-h, the area ended up towards channel 160. I would not want this factor to be at the basis of the problem, or that in any case what observed is related to some other issue which is impacting the absolute counts. I await your feedback and let's hear from you, if needed " I suggest testing with trucount to see aborted events. Manuele ordered the trucount, he updates us as soon as they arrive. The problem occurs on all three instruments from the same client. There are fluctuations and discrepancies on the absolute counts performed on assay ud. 1. Are there erroneous results on patient samples for diagnostic test? (If yes, go to question #2, if no, no further questions required.) Yes. 2. Was there any delay of treatment due to the issue? (Go to question #3) no. 3. If patient samples were redrawn, was there any change or delay of treatment? (Go to question #4) no. 4. Was there any physical harm/injury to the patient due to the issue? (If yes, go to question #5. If no, no further questions required) no."